Manufacturer narrative:
Failed during setup; device replaced.

Manufacturer narrative:
Supplemental report.disconnected cable.

Event description:
Factory analysis and testing of the returned device revealed the ribbon cable from the data acquisition pcb board to the motor controller pcb board was disconnected from a connector on the data acquisition pcb board. The disconnected cable caused the reported pressure sensors failure.

Event description:
The customer reported the ventilator was alarming during setup due to a pressure sensors failure. The customer reported the device was not in use therefore there was no patient involvement or harm. As reported, pressure sensor failures during normal ventilation use may affect the accuracy of the system pressure measurement, which may result in a vent inop occurrence. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. As the device was newly under warranty, the customer unit was replaced.